Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2018 in afternoon and the insulin pump had blank display and may have under deliver the insulin. The customer reported that he had high blood glucose levels of 23 mmol/l at the time of incident. The customer reported that the symptoms related to high blood glucose levels included vomiting, nausea and pain. The customer reported that he was treated with intravenous drip and blood sugar testing. The customer stated that the high blood glucose event began yesterday morning. The customer stated that the infusion set was changed two to three days ago. The customer also reported that he was not feeling well. Troubleshooting was performed related to blank display. The customer stated that the display remained blank and insert battery alarm did not display on the insulin pump screen. The customer stated the battery cap contacts broke and the insulin pump switched off. The customer was unable to complete the carelink upload. The customer was advised to remain disconnect from the insulin pump until new battey cap arrives. Product is not expected to return for analysis.